Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 485 mg/dl which was treated with insulin pump. The customer's another blood glucose level was 400 mg/dl. The customer declined troubleshooting. Customer were changed infusion set and blood glucose came down. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.